Event description:
Reportedly, an implant should have been interrogated but the process failed. The progression bar on the interrogation screen was displayed but the interrogation failed

Manufacturer narrative:
At reception, the problem has not been reproduced. The files analysis led to the following observations: the programmer was not able to interrogate the corresponding device due to a programmer software issue. This issue can be resolved by a reboot. This issue does not trigger a patient risk.

Event description:
Reportedly, an implant should have been interrogated but the process failed. The progression bar on the interrogation screen was displayed but the interrogation failed.